Event description:
It was reported while using bd alaris smartsite gravity set the product was misassembled. There was no report of patient impact. The following information was provided by the initial reporter: some sets have the check valve (one-way valve) upside down. We found sets with the clear side up and white piece facing down, blocking the flow of fluid. Others were manufactured correctly with the white part facing up.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2023. H6: investigation summary one sample of material number 42100e-07 was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample submitted shows that the check valve is assembled backwards. A device history record review for model 42100e-07 lot number 22079485 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is that the assembly procedure was not followed at the manufacturing facility. Investigation at the manufacturing facility has identified that an assembly fixture was not used during the assembly of the infusion set causing the check valve to be installed incorrectly. A quality alert was generated to prevent this defect in future production.

Event description:
It was reported while using bd alaris smartsite gravity set the product was misassembled. There was no report of patient impact. The following information was provided by the initial reporter: some sets have the check valve (one-way valve) upside down. We found sets with the clear side up and white piece facing down, blocking the flow of fluid. Others were manufactured correctly with the white part facing up.